Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode. Review of the device information from that time noted pacemaker mediated tachycardia (pmt), which appeared to be atrially driven. There were no out of range lead measurements, and the presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.